Event description:
It was reported that the user experienced occlusion alerts while using an ilet with a contact detach infusion set during cold weather, including an event after sleeping on the tubing that resolved only after changing the infusion set and supplies; blood glucose at the time was in range at 83 mg/dl, and no alerts or alarms beyond the occlusion were noted. Customer care provided support that included supply replacement logistics. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and deformation-related issues consistent with tubing being compressed. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.